Event description:
It was reported that patient presented to hospital after receiving multiple inappropriate hv therapies due to noise. As a result, it was noted that the device reached the max charge time, the device was explanted and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time was confirmed in the laboratory via review of the device image. The cause of the extended charge time was due to excessive hv activity over a short duration, which prevented the battery from fully recovery and caused the extended charge time.